Manufacturer narrative:
The complaint device, one (1) articulating arm set, was evaluated and the reported event was confirmed as the articulating arm failed functional testing. Operative notes and/or radiograph images were not provided for review of usage/technique. A definitive root cause was unable to be determined with the information provided, but may be the result of wear caused by excessive use and handling in the field. Labeling review: "pre-operative warnings: the method of use for the instruments are to be determined by the user¿s experience and training in surgical procedures... The instruments should be treated as any precision instrument and should be carefully placed on trays, cleaned after each use, and stored, according to generally accepted hospital methods and practices. The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury... Instruments should be protected during storage and from corrosive environments. Refer to cleaning and sterilization instructions below for all non-sterile parts. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient." If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial one (1) level extreme lateral interbody fusion procedure at l2-l3. During the procedure, the surgeon attempted to fix the positioning of the retractor by tightening the purple star handle on the distal portion of the arm; however, the arm segment would not lock into place. After several attempts to troubleshoot the issue, the surgeon determined the retractor had too much movement to proceed with the procedure safely. The arm was unable to be replaced in a timely manner, as a result, the procedure was aborted. No further patient impact was reported.